Event description:
New information notes that the lead was capped on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine evaluation. The atrial lead egms revealed lead noise and high lead impedance. Noise was not reproduced in clinic evaluation. Patient does not want further procedures, and refuses to be put on merlin.net. Programming changes were suggested. The decision was made not to make any changes as the unit is programmed as a shock box with svt discrimination only being present in a programmed monitory only zone. Lead remains implanted.